Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. It was reported that the patient underwent removal of midurethral sling, urethrolysis, and cystoscopy on (B)(6) 2015 due to sling obstruction, suprapubic pain and urinary hesitancy. No additional information has been provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2003 due to cystourethrocele. The patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems, vaginal scarring and severe constipation. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incomplete bladder emptying, voiding difficulty, pruritus, urgency, urinary frequency, nocturia, and hematuria.

Event description:
It was reported that following insertion the patient experienced incomplete bladder emptying, voiding difficulty, pruritus, urgency, urinary frequency, nocturia, and hematuria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse in 2002 and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent first and second stage interstim implantation on (B)(6) 2012. It was reported that patient underwent diagnostic and operative laparoscopy with rso, lysis of adhesions, fulgurative of pelvic peritoneal endometriosis on (B)(6) 2012. No additional information was provided.